Manufacturer narrative:
(B)(4).

Event description:
It was reported the associated device was oversensing signals that lined up with the p-wave on the right ventricular channel. The patient was asymptomatic. The oversensing was seen on the freeze capture during follow-up. Programming changes were recommended.